Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set adhesive events on 01-jan-2026. The patient reported infusion set fell off during use. First event occurred about 10 minutes after insertion, other events occurred before 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.